Manufacturer narrative:
Blocks a1, b3, b5, section d: suspect medical device, g4: premarket/510(k), h4, and h6: patient codes and impact codes have been updated based on the additional information received on february 3, 2023. Block a1: meshc-20210929-2c5e44fe block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient codes (B)(6) capture the reportable events of erosion, pain and bladder perforation. Imdrf impact codes (B)(6) capture the reportable events of two mesh removal surgeries and bladder repair.

Event description:
Note: this manufacturer report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an advantage fit system and upsylon y-mesh were implanted into the patient during a laparoscopic sacrocolpopexy with mesh + division of adhesions + cystoscopy + tvt advantage fit + posterior repair + vaginal support device procedure performed on (B)(6) 2016 for the treatment of vault prolapse. Intraoperatively, bladder perforation occurred, and additional surgery of bladder repair was performed. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence. Surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: to remove eroded mesh. On (B)(6) 2021 the patient underwent further surgery regarding the upsylon y-mesh implant for the following purpose: to remove eroded mesh.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2016. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion); vaginal pain; offensive vaginal discharge; difficulties with bowel motions; recurrent incontinence surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the upsylon y-mesh implant under general anesthesia for the following purpose: to remove eroded mesh. On (B)(6) 2021 the patient underwent further surgery regarding the upsylon y-mesh implant for the following purpose: to remove eroded mesh.